Event description:
Through litigation activity, pelton & crane became aware of an incident involving a 10 year old original chairman dental chair. Based on info provided, it appears that a pt (a petite young lady) was exiting the chair after a dental procedure and slid her leg under the arm rest of the chair instead of the doctor rotating the arm rest away from the chair before the pt exited. Her foot then hit and activated the down switch on the base of the chair which lead to the chair's arm rest lowering down on the middle area of the thigh. At this time, no other info is being provided other than the pt bringing a lawsuit against the docotr based on alleged injuries sustained during the incident to her knee.